Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturers policy. The probable cause of the observed failure is damage in use as evidenced by the lifted and missing material on the proximal section of the tip. Device manipulation, impact, and applied pressure associated with use and handling can further affect the integrity of the device. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: (B)(4).

Event description:
It was reported that during a peripheral procedure inside the body while advancing the lesion, the manufacturer's catheter lost image. The procedure was completed with a new manufacturer's catheter. No patient injury reported. The returned device was visually and microscopically inspected. A portion of the tip (approximately 0.25 square mm) was missing and lifted with rough edges of malleable shaft material. During functional testing, the device was recognized by the imaging system and produced an incomplete image. This product problem is being submitted because a portion of the manufacture's catheter was missing. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). Block h6: added codes 3123 (tip) and 2199 (no health consequences or impact).